Manufacturer narrative:
Parts were returned to manufacturer for analysis. Supplemental report will be forwarded once analysis is complete.

Event description:
During the beginning of a patient transfer from the wheelchair into the bed, the lift strap buckle connecting the sling bar to the strap broke. The slingbar and the sling fell to the floor. The patient fell back into the wheelchair, no injuries were reported.